Event description:
The healthcare professional reported that when the 125cm embovac 71 aspiration catheter (ic71125ca / 30490107) was being inserted into a 40cm airlock (cook medical), the embovac catheter compressed and could not be pushed into the airlock. The distal area of the embovac catheter could no longer be used because it had collapsed. There was no report of any patient injury or adverse event. Additional information was received on 23 nov 2021. The information indicated that the reported event did not result in any patient adverse event. The target of the procedure was not known. The information reiterated that ¿the embovac could not be introduced into the hub from the cook airlock. It collapsed already during insertion into the airlock.¿ excessive force was not applied. There was no break in the device integrity at the site of the reported defect that resulted in the device separating into two or more separate pieces. The information indicated that the complaint device was removed intact (in one piece), and that it was not yet used in the patient. The device did not go into the hub of the airlock. The complaint device was returned for evaluation and analysis. During microscopic inspection, the polymer coating in the distal area of the embovac was observed damaged, the coating is observed torn and the braided mesh is exposed in the area of the damaged coating. Based on the product analysis on 08-feb-2022, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone is not available / reported. Conclusion: the healthcare professional reported that when the 125cm embovac 71 aspiration catheter (ic71125ca / 30490107) was being inserted into a 40cm airlock (cook medical), the embovac catheter compressed and could not be pushed into the airlock. The distal area of the embovac catheter could no longer be used because it had collapsed. There was no report of any patient injury or adverse event. Additional information was received on 23 nov 2021. The information indicated that the reported event did not result in any patient adverse event. The target of the procedure was not known. The information reiterated that ¿the embovac could not be introduced into the hub from the cook airlock. It collapsed already during insertion into the airlock.¿ excessive force was not applied. There was no break in the device integrity at the site of the reported defect that resulted in the device separating into two or more separate pieces. The information indicated that the complaint device was removed intact (in one piece), and that it was not yet used in the patient. The device did not go into the hub of the airlock. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 125cm embovac 71 aspiration catheter was received. Visual inspection was performed. The braided mesh was observed with sections where it is in compressed condition and some in stretched condition. The tip was observed compressed. There are two kinks observed at the shaft; they kinks are at 15 inches and 39 ¾ inches from the proximal end. Dimensional analysis was performed on the returned complaint device. The inner diameter (ID) and outer diameter (od) of the device were measured and confirmed to be within specifications. Hub ID = 0.0715 inch; specification: 0.071 inch minimum. Distal ID could not be measured due the compressed distal tip. Actual microcatheter od = 0.0831 inch; specification: max. 0.0837 inch / min. 0.081 inch. Microscopic inspection was performed. Under magnification, the polymer coating in the distal section of the embovac catheter was observed frayed. The polymer coating is observed torn with the braided mesh exposed and stretched in the area where the coating is torn. A review of manufacturing documentation associated with this lot (30490107) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that when the 125cm embovac 71 aspiration catheter (ic71125ca / 30490107) was being inserted into a 40cm airlock (cook medical), the embovac catheter compressed and could not be pushed into the airlock. The distal area of the embovac catheter could no longer be used because it had collapsed. Visual inspection performed on the returned complaint device noted that the device has multiple sections with the braided mesh collapsed and stretched. The distal end was observed compressed. Additionally, two kinks were observed on the shaft area where fingernails seemed to be used to advance the device, this type of damage is seen as it is in only one plane. The kinks appear to be in a different plane than the damages noted in the distal portion of the catheter. The ID and od of the non-damaged sections of the shaft device were found to be within specifications. ID of the distal tip of the device could not be measured due to it was compressed. When the device was inspected under microscopic magnification, a section of polymer coating in the distal portion was observed torn with braided mesh exposed and stretched. The damages described above could be the result of the maneuvering required when attempting to connect to the cook airlock as described on the event. Therefore, customer complaint was confirmed. It should be noted that product failure could be caused by multiple factors. The instructions for use contain the following precaution: exercise care in handling the embovac catheter to reduce the chance of accidental damage. Based on the manufacturing documentation reviews, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.